Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred towards the end of the doxorubicin infusion at the site of the texium attachment to the primary line connected to the pump. There was no report of patient harm.